Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy and not to attempt to reuse the disposable set more than once. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach was further described as the patient reused a single use device while performing pd therapy. The patient was not hospitalized for the peritonitis. Five days after the event onset, the patient began treatment with reflin and fortum (1 gram, frequencies and route not reported) for peritonitis. The patient outcome was not reported. Action taken with dianeal therapy was not reported. It was not reported if the patient was retrained on aseptic technique. No additional information is available.